Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for critical pump error, and pump does show signs of damage. Crack along battery compartment and contact to water. Customer was using the correct battery cap for the pump in use. Customer was advised to discontinue use of the device, and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case at battery tube side, stained keypad overlay, and cracked battery tube threads. Unit received with critical pump error (open book image) alarm after battery installation. Unit received with corroded electronic assemblies and corroded motor home switch. Unit was able to download firmware using thump software successfully, unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error (open book image) alarm. Unit confirms damage cracked battery tube threads, cracked case at battery tube side, broken belt clip rails and cracked keypad at select button. In summary, customer allegation for pump receiving critical pump error (open book image) alarm was confirmed after unit received with critical pump error (open book image) alarm after battery installation due to moisture damage to force sensors. Unable to download pump's history and trace files due to moisture damage on the electronic assemblies. Unit confirmed damage at battery tube side. Unit confirm exposure to moisture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.